Manufacturer narrative:
(Phone): (B)(6), (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and double capsule.

Event description:
Physician reported " capsular contracture - baker grade IV and double capsule". MRI has been performed. Device has been explanted and replaced with a non-allergan device. This relates to the left side.